Event description:
1. Just for orbusneich's awareness, our distributor did close this event as a non-complaint on our end. 2. Patient was brought into cath lab for surgical clearance for uterine cancer, need surgical intervention. Pt had history of 2 layers of stent to her ostial rca. Initial angiography showed instent restenosis ostial rca. Last stent layer was approximately 1 year ago, 2022. Dr. Wanted to use nc24 as evaluation of high-pressure balloon for a chronic narrowing at ostial rca. 3.0 x 10 nc 24 balloon inserted and made 3 different inflations with no complications. Highest pressure was 12 atmosphere. There was minimal yield at disease site. Patients pressures dropped significantly and medications were given. Prior to any treatment there was timi 2 flow, after the third inflation there was timi 3 flow. This however, didn't last long, as the artery restenosed before our eyes and the stent struts had recoiled back to baseline. He then removed nc24 balloon. There was no difficulty removing and the balloon was in pristine condition upon removal. He started using a longer quantum 3.0 x 15 to balloon this same segment with similar results. All the while patient not tolerating and poba. At this time I learned that patient experienced similar symptoms with balloon and stent to ostial rca 1 year ago and the patient proceeded to respond poorly, eventually coding on table. The balloon inflations to ostial rca this time were numerous with the quantum, each time resulting in the same. Stent would recoil and begin to clot off the rca. This took place over 2 hours. Eventually we weren't able to keep vessel open. Physician was unable to place another layer of stent. Pt eventually coded and passed on table due to no flow of rca, resulting in massive mi. 3. Since neither the involved device nor the image/cd was provided for evaluation, the investigation was limited to the review of our facility quality records. The device history record for the lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. No other similar complaints were received from the same lot of products up to now. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release.

Manufacturer narrative:
This adverse event was reported in esg test system on 2023/2/28 (MFR report #: 3003775186-2023-00255). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
Additional information was received on 2023/02/16: "(B)(6) both think that the issues that occurred during the procedure were due to a preexisting damaged stent strut that continually occluded the vessel throughout the procedure. The second layer stent had been placed about a year ago, and during that procedure, suspected damage occurred to the strut. (B)(6) said, "the patient had just been living with it." Considering there were two stents already in that location, and considering there was already suspected damage with one of the struts that the patient had been living with, her specific needs would have been better met with bypass, but she was not a candidate due to advanced age and comorbidities (uterine cancer, among others). The flow issues, which were suspected to have been attributed to the damaged stent strut, continued throughout the procedure. The patient remained stable 2.5 hours after the csi balloon was used; she only crashed after intracardiac epinephrine was administered. In summation, the physician does not believe the csi balloon caused or contributed to the flow issues or the patient's death."